Manufacturer narrative:
MDR (B)(4) / initial 4 of 4 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose due to insertion into scar tissue leading to bent cannula issues on (B)(6) 2026 and treated with correction injection via mdi and correction bolus via the pump .